Event description:
It was reported that there was a confirmed lead fracture, with high impedance on both defibrillation coils. It appeared that the lead had fractured under the clavicle, as the stylet was unable to pass beyond the clavicle. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; proximal segment returned and analyzed.